Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the trocar gasket tore and it had to be replaced due to loss of c02. There was no consequence to the patient.